Event description:
It was reported that an attempt was made to insert the iab sheathless but the iab "stuck" in front of artery. See 1219856-2005-00052 for next report involving same patient.

Event description:
It was reported that an attempt was made to insert the iab sheathless but the iab "stuck" in front of artery. See 1219856-2005-00052 for next report involving same pt.